Manufacturer narrative:
Evaluation results suggest that this event would not be associated with the device, but rather would be patient related.

Event description:
The first attempt to explant the grosse & kempf femoral locking nail was unsuccessful due to the proximal screw being broken. The surgeon was able to remove the nail in the second attempt. The fracture of the bone was healed.